Event description:
As reported by implant patient registry (ipr), one (1) month and 10 days post transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and a 29mm s3 and surgical valve were implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Through investigation it was determined that this complaint is a duplicate of a previously submitted medwatch that relates to 2015691-2022-04884. This complaint will be voided and all investigation will be under the previously submitted MDR.